Event description:
Foaming was noticed in 4 filters used on 4 different heart-lung machines. Also, the fluid coming through the filters was cloudy. The rptr stated that the heart-lung machines had been checked and no problems were found. The incidents occurred more than a month ago, and to date, the pts do not appear to have been affected. One unit was returned to co for evaluation. The filter was received with aqueous droplets on its interior. The unit was filled with sterile water. No foaming or cloudiness was observed. The sterile water was extracted off the unit for analysis. Add'l cytotoxicity was performed on a filter cartridge using the same filter media as was used in the above product. The results of these tests indicates the presence of surfactant (which assists in the wetting out of the filter) and that the unit was noncytotoxic. Functional testing of the 17 returned products was performed. All units primed well and there was no evidence of cloudiness or foaming. The circuit was then run at approx 6 lpm for several minutes. Again, there was no evidence of cloudiness or foaming. In an effort to replicate the clinician's experience, a bolus of air was shot through the filter. Extreme bubbling noted. However, co was unable to replicate what the clinicians experienced. An internal search was conducted for co's customer experience report data base over the past several yrs. Co has received no prior reports regarding the pre-bypass filter foaming or solution being cloudy. In addition, there have been no formulation or processing changes. Analysis of internal processes also demonstrated no changes.